Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, the onetouch ultramini meter is giving inaccurate low reading of ¿300 mg/dl¿ compared to reading ¿over 600 mg/dl¿ on a clinic meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the inaccurate low issue began 2-3 weeks prior to contacting lfs. Based on the lfs meter reading of ¿300 mg/dl,¿ the patient increased insulin regimen to 50 units per day. Subsequently, on (B)(6) 2014, the patient received readings over 600 mg/dl on a clinic meter and required medical intervention with IV fluids. There was no report of any symptoms. During troubleshooting, the patient indicated the meter to other meter comparison was performed more than 30 minutes of each other. The unit of measurement was correctly set. This complaint is being reported because the patient required medical intervention suggestive for blood glucose ¿over 600 mg/dl¿ after the inaccurate low issue began.